Event description:
It was reported that during the placement of the injection port of the band during a lap adjustable band procedure, the tubing strain relief disconnected from the locking connector. The tubing strain relief was loose and easily detached. The surgeon reconnected the tubing strain relief each time on several occasions. The device is still implanted.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. Device remains implanted.